Manufacturer narrative:
The patient's age and weight was not provided. (B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant. Pump thrombosis was suspected due to pump power increases and the patent's fluctuating lactate dehydrogenase levels. The patient was reportedly asymptomatic. No further information was provided.

Manufacturer narrative:
Additional information. Device evaluation: the evaluation of the returned pump confirmed the report of a suspected thrombus. Disassembly of the pump revealed a thrombus formation at the base of the rotor¿s inlet bearing ball. Another thrombus ring formation was found surrounding the bearing ball in the bore of the outlet stator. The two thrombus formations appeared similar in color, but not in structure, and both formations displayed areas of denaturing. The thrombus formation around the rotor bearing ball appeared to have formed in laminated layers, suggesting that it had formed around the rotor bearing ball over an undetermined period of time. The outlet stator thrombus did not show evidence of laminated layering; therefore, its origin could conclusively be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formations, they could have contributed to the reported fluctuations in the patient¿s lactate dehydrogenase level. The remainder of the pump examination was unremarkable. The blood tube, bearings, and rotor body showed no signs of wear or surface abrasions. Electrical continuity testing of the returned portion of the driveline did not reveal any shorts or discontinuities. Functional testing of the pump under normal field conditions revealed normal pump operation, with measured operating values comparable to data recorded during the manufacturing process, and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.